Manufacturer narrative:
Follow up information received on 08-nov-2016 from consumer via legal claim: this report is considered legal case from this date forward. Plaintiffs post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, pain during intercourse, dental problems, and excessive hair loss. She never experienced any of these conditions prior to undergoing the essure procedure; and she subsequently sought treatment for her symptoms but was unable to resolve them. On or around (B)(6) 2015, plaintiff underwent surgery to remove her essure and physician informed plaintiff that one of her essure coils had migrated out of her fallopian tube and had perforated her uterus. Follow up information received on 11-nov-2016: quality-safety evaluation of product technical complaint (ptc). This adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and after the procedure, experienced abdominal pain and abnormal (genital) bleeding. One year later, the plaintiff had a surgery, including a partial hysterectomy and removal of the essure device. After surgery, plaintiff was informed that one of essure coils migrated and perforated her uterus. These events are anticipated according to reference safety information for essure. Abdominal pain may occur during essure use. Genital bleeding and changes in menstrual pattern may occur, as well. Considering their nature per se and the absence of alternative explanation, causal relationship with essure use cannot be excluded. The exact date and mechanism of perforation are not known, however, considering the event's nature, uterine perforation was considered related to essure. Since device removal was required, this case is regarded as incident. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.

Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 13-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 for birth control. After the implant, plaintiff began suffering from severe abdominal pain, severe menstrual pain, abnormal bleeding, prolonged menses, severe sharp back pain, migraines, and irregular vaginal discharge. On (B)(6) 2015, the plaintiff had surgery, including a partial hysterectomy and removal of the essure device. Following the removal of the coils, she suffered a long and painful post-operative recovery. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and after the procedure, experienced abdominal pain and abnormal (genital) bleeding. One year later, the plaintiff had a surgery, including a partial hysterectomy and removal of the essure device. These events are anticipated according to reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Genital bleeding and changes in menstrual pattern may occur, as well. Considering their nature per se and the absence of alternative explanation, causal relationship with essure use cannot be excluded. Since device removal was required, this case is regarded as incident. Technical analysis has been requested. Further information will be obtained through litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("one of essure coils migrated and perforated her uterus/ migration of essure uterus/ perforation (uterus)/ malposition of essure device/ essure fundal perforation and a left ovarian cyst"), pelvic inflammatory disease ("pelvic inflammatory"), abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)") in a 34-year-old female patient who had essure (batch no. B97496) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dyspareunia, menometrorrhagia and adenomyosis. Concomitant products included suboxone. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 3 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced alopecia ("excessive hair loss"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). In 2015, the patient experienced abdominal pain (seriousness criterion medically significant), back pain ("severe sharp back pain,"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes") and mental disorder ("psychological or psychiatric problems"). In (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain,"), menorrhagia ("prolonged menses"), migraine ("migraines,"), vaginal discharge ("irregular vaginal discharge"), pelvic pain ("increasingly severe pain/ chronic pelvic pain/ pain"), discomfort ("discomfort"), dyspareunia ("pain during intercourse"), tooth disorder ("dental problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (she had hysterectomy and salpingectomy (bilateral removal of fallopian tubes)) and surgery (she had hysterectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pelvic inflammatory disease, abdominal pain, dysmenorrhoea, menorrhagia, back pain, migraine, vaginal discharge, procedural pain, discomfort, dyspareunia, tooth disorder, alopecia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and mental disorder outcome was unknown, the genital haemorrhage and pelvic pain had resolved and the fatigue was resolving. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, discomfort, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, mental disorder, migraine, pelvic inflammatory disease, pelvic pain, procedural pain, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she had there are 2 coiled spring like wires extend towards either fallopian tube. She had left ovary had a cyst that was drained and yielded 20 cc of yellow fluid. Concerning the injuries reported in this case, the following were described/confirmed in patient¿s medical records: heavy bleeding, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('one of essure coils migrated and perforated her uterus/ migration of essure uterus/ perforation (uterus)/ malposition of essure device/ essure fundal perforation and a left ovarian cyst') and pelvic inflammatory disease ('pelvic inflammatory') in a 34-year-old female patient who had essure (batch no. B97496,897496) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dyspareunia, menometrorrhagia and adenomyosis. Concomitant products included buprenorphine hydrochloride;naloxone hydrochloride (suboxone). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)"), 3 days after insertion of essure. On (B)(6) 2015, the patient experienced the first episode of alopecia ("excessive hair loss"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). In february 2015, the patient experienced abdominal pain ("severe abdominal pain"), back pain ("severe sharp back pain,") and depression ("depression"). In 2015, the patient experienced bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes") and mental disorder ("psychological or psychiatric problems"). On (B)(6) 2015, the patient experienced kidney infection ("kidney infection") and dysuria ("dysuria"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In november 2015, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain,"), menorrhagia ("prolonged menses"), migraine ("migraines,"), vaginal discharge ("irregular vaginal discharge"), pelvic pain ("increasingly severe pain/ chronic pelvic pain/ pain"), discomfort ("discomfort"), dyspareunia ("pain during intercouse"), tooth disorder ("dental problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and the second episode of alopecia ("hair loss"). The patient was treated with surgery (hysterectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pelvic inflammatory disease, abdominal pain, dysmenorrhoea, menorrhagia, back pain, migraine, vaginal discharge, procedural pain, discomfort, dyspareunia, tooth disorder, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, mental disorder, kidney infection, depression, the last episode of alopecia and dysuria outcome was unknown, the genital haemorrhage and pelvic pain had resolved and the fatigue was resolving. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, depression, discomfort, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, kidney infection, menorrhagia, mental disorder, migraine, pelvic inflammatory disease, pelvic pain, procedural pain, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal infection, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: she had there are 2 coiled spring like wires extend towards either fallopian tube. She had left ovary had a cyst that was drained and yielded 20 cc of yellow fluid. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2015: malposition of essure device, migration of essure device, perforation (uterus). Concerning the injuries reported in this case, the following were described/confirmed in patient¿s medical records: heavy bleeding, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- kidney infection, depression, dysuria and hair loss was added. Reporter information and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('one of essure coils migrated and perforated her uterus/ migration of essure uterus/ perforation (uterus)/ malposition of essure device/ essure fundal perforation and a left ovarian cyst') and pelvic inflammatory disease ('pelvic inflammatory') in a 34-year-old female patient who had essure (batch no. B97496,897496-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dyspareunia, menometrorrhagia and adenomyosis. Concomitant products included buprenorphine hydrochloride;naloxone hydrochloride (suboxone). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced the first episode of alopecia ("excessive hair loss"), 2 months after insertion of essure. On (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced abdominal pain ("severe abdominal pain"), back pain ("severe sharp back pain,") and depression ("depression"). In 2015, the patient experienced bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes") and mental disorder ("psychological or psychiatric problems"). On (B)(6) 2015, the patient experienced kidney infection ("kidney infection") and dysuria ("dysuria"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)"), dysmenorrhoea ("severe menstrual pain,"), menorrhagia ("prolonged menses"), migraine ("migraines,"), vaginal discharge ("irregular vaginal discharge"), pelvic pain ("increasingly severe pain/ chronic pelvic pain/ pain"), discomfort ("discomfort"), dyspareunia ("pain during intercouse"), tooth disorder ("dental problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and the second episode of alopecia ("hair loss"). The patient was treated with surgery (hysterectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pelvic inflammatory disease, abdominal pain, dysmenorrhoea, menorrhagia, back pain, migraine, vaginal discharge, procedural pain, discomfort, dyspareunia, tooth disorder, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, mental disorder, kidney infection, depression, the last episode of alopecia and dysuria outcome was unknown, the genital haemorrhage and pelvic pain had resolved and the fatigue was resolving. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, depression, discomfort, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, kidney infection, menorrhagia, mental disorder, migraine, pelvic inflammatory disease, pelvic pain, procedural pain, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal infection, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: she had there are 2 coiled spring like wires extend towards either fallopian tube. She had left ovary had a cyst that was drained and yielded 20 cc of yellow fluid. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2015: malposition of essure device, migration of essure device, perforation (uterus). Concerning the injuries reported in this case, the following were described/confirmed in patient¿s medical records: heavy bleeding, pelvic pain. Lot number:b97496production date 2013-11-28 expiration date 2016-11-30 lot number:897496 - invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('one of essure coils migrated and perforated her uterus/ migration of essure uterus/ perforation (uterus)/ malposition of essure device/ essure fundal perforation and a left ovarian cyst') and pelvic inflammatory disease ('pelvic inflammatory') in a 34-year-old female patient who had essure (batch no. B97496,897496-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dyspareunia, menometrorrhagia, adenomyosis, cervicitis and paratubal cyst. Concomitant products included buprenorphine hydrochloride;naloxone hydrochloride (suboxone). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced the first episode of alopecia ("excessive hair loss"), 2 months after insertion of essure. On (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced abdominal pain ("severe abdominal pain"), back pain ("severe sharp back pain,") and depression ("depression"). In 2015, the patient experienced bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes") and mental disorder ("psychological or psychiatric problems"). On (B)(6) 2015, the patient experienced kidney infection ("kidney infection") and dysuria ("dysuria"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)"), dysmenorrhoea ("severe menstrual pain,"), heavy menstrual bleeding ("prolonged menses"), migraine ("migraines,"), vaginal discharge ("irregular vaginal discharge"), pelvic pain ("increasingly severe pain/ chronic pelvic pain/ pain"), discomfort ("discomfort"), dyspareunia ("pain during intercouse"), tooth disorder ("dental problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and the second episode of alopecia ("hair loss"). The patient was treated with surgery (hysterectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pelvic inflammatory disease, abdominal pain, dysmenorrhoea, heavy menstrual bleeding, back pain, migraine, vaginal discharge, procedural pain, discomfort, dyspareunia, tooth disorder, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, mental disorder, kidney infection, depression, the last episode of alopecia and dysuria outcome was unknown, the genital haemorrhage and pelvic pain had resolved and the fatigue was resolving. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, depression, discomfort, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, heavy menstrual bleeding, kidney infection, mental disorder, migraine, pelvic inflammatory disease, pelvic pain, procedural pain, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal infection, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: she had there are 2 coiled spring like wires extend towards either fallopian tube. She had left ovary had a cyst that was drained and yielded 20 cc of yellow fluid. (B)(6) 2014 (discrepancy noted date of insertion). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2015: malposition of essure device, migration of essure device, perforation (uterus). Concerning the injuries reported in this case, the following were described/confirmed in patient¿s medical records: heavy bleeding, pelvic pain. Lot number:b97496, production date 2013-11-28, expiration date 2016-11-30, lot number:897496 - not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2021: medical record received. Reporters information and medical history were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("one of essure coils migrated and perforated her uterus/ migration of essure uterus/ perforation (uterus)/ malposition of essure device/ essure fundal perforation and a left ovarian cyst"), pelvic inflammatory disease ("pelvic inflammatory"), abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)") in a 34-year-old female patient who had essure (batch no. B97496) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dyspareunia, menometrorrhagia and adenomyosis. Concomitant products included suboxone. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 3 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced alopecia ("excessive hair loss"). On (B)(6) 2015 the patient experienced fatigue ("fatigue"). In 2015, the patient experienced abdominal pain (seriousness criterion medically significant), back pain ("severe sharp back pain,"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes") and mental disorder ("psychological or psychiatric problems"). In (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain,"), menorrhagia ("prolonged menses"), migraine ("migraines,"), vaginal discharge ("irregular vaginal discharge"), pelvic pain ("increasingly severe pain/ chronic pelvic pain/ pain"), discomfort ("discomfort"), dyspareunia ("pain during intercouse"), tooth disorder ("dental problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (she had hysterectomy and salpingectomy (bilateral removal of fallopian tubes)) and surgery (she had hysterectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pelvic inflammatory disease, abdominal pain, dysmenorrhoea, menorrhagia, back pain, migraine, vaginal discharge, procedural pain, discomfort, dyspareunia, tooth disorder, alopecia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and mental disorder outcome was unknown, the genital haemorrhage and pelvic pain had resolved and the fatigue was resolving. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, discomfort, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, mental disorder, migraine, pelvic inflammatory disease, pelvic pain, procedural pain, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she had there are 2 coiled spring like wires extend towards either fallopian tube. She had left ovary had a cyst that was drained and yielded 20 cc of yellow fluid. Concerning the injuries reported in this case, the following were described/confirmed in patient¿s medical records: heavy bleeding, pelvic pain. Most recent follow-up information incorporated above includes: on 12-mar-2018: reporters added and updated patient demographics were added. Concomitant disease, concomitant drugs were added. Updated indication and lot number. Added events bladder or urinary problems or changes, fatigue, infection (bladder/urinary tract/vaginal), pelvic inflammatory, psychological or psychiatric. On (B)(6) 2015, she explanted essure (previously reported as (B)(6) 2015). Updated events and onset dated. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.